Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to a high blood glucose level. Her blood glucose level was so high it was unreadable by the meter. She had a diabetic ketoacidosis. She was in intensive care unit. The customer was not wearing her insulin pump at the time of hospitalization. The customer lost her insulin pump and belt clip. The product was not returned. Nothing further to report.